Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and an out of specification downstream occlusion (dso) sensor was found. The dso sensor will be calibrated to fix the issue.

Event description:
It was reported that there was a pressure error. There was unknown patient involvement and unknown patient harm/adverse event reported.